Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was inappropriate mode switching on an implantable pulse generator (ipg) due to the false termination of episodes. The ipg remains in use. No patient complications have been reported as a result of this event.